Manufacturer narrative:
H6: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported complaint regarding carryover between samples. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 02sept2020 to 02sept2021. Complaint trend: there are 14 complaints related to carryover between samples; date range from 02sept2020 to 02sept2021. Manufacturing device history record (DHR) review: DHR part #659180, serial # (B)(6), file # 659180-659180-r659180000551-106746763-20, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover between samples was due to a worn sample line, sample injection tube (sit), and p1 pump. The customer initially submitted a complaint regarding red liquid (likely blood) flowing back into the sample tube from the sit. The customer also reported that they had observed events when measuring water. The tsr (technical service representative) assisting the customer suggested several cleaning measures, but the carryover persisted and an fse (field service engineer) was sent onsite for the repair. The fse was able to confirm the issue of carryover when measuring the welded blood. They then replaced the instruments sample line, sit, and p1 pump. The fse then conducted cst and abort count tests and confirmed that the instrument was functioning as expected. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. As preventative maintenance, the fse secured a new sheath filter, sheath tank filter, and sheath tank cap onto the instrument with the spare parts the customer had onsite. Although the instrument was being used for clinical diagnostic testing at the time of the instrument, the customer confirmed that no patients were impacted so the erroneous results gathered would not have delayed or altered the treatment of a patient. After the repairs the instrument was tested and functioning as expected. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: 02095793, case # 01442977 install date: 28aug2020 defective part number: 641925 - pump priming p2 main system 642160 - barb insr assembly 1/4-28ftg.17 barb ppl 653062 - sample injection tube liberty service 651535 - cap tank 2.19 dia ppl w/foil seal work order notes: o subject / reported: red liquid flows backward from sit o problem description: red liquid flows backward from sit o work performed: after measuring the welded blood, it was confirmed that the sample flowed back from the sit. We replaced the sample line, sit, and p1 pump and confirmed that the symptoms improved. We conducted cst (performance qc) and abort count tests and confirmed that they passed normally. In addition, we replaced the sheath filter and sheath tank filter using consumables stored by the customer. I attached a cap to the sheath tank that is not currently in use. O cause: today, I heard that the red liquid will flow back from sit at bd facs lyric. O solution: after measuring the welded blood, it was confirmed that the sample flowed back from the sit. We replaced the sample line, sit, and p1 pump and confirmed that the symptoms improved. In addition, we replaced the sheath filter and sheath tank filter using consumables stored by the customer. I attached a cap to the sheath tank that is not currently in use. Returned sample evaluation: a return sample was not requested because the parts that were replaced are not returnable and were discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o tfs ID: 89169¿¿¿ o ID: libivd-ra-61 2.1.6¿¿¿ o reg status: ivd; ruo¿¿¿ o hazard: exposure to biological sample¿¿¿ o cause: back drip from injection port (sit)¿¿¿ o harmful effects: harm to operator. (Exposure to stained sample).¿¿¿ o risk control: sit design to capture back drops. Provide instruction for universal precautions.¿¿¿ o reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause¿¿¿ o implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir¿¿¿ o effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir¿¿¿ o probability: 1¿¿¿ o severity: 3¿¿¿ o risk index: 3¿¿¿ o residual risk evaluation: a¿¿¿ o new hazards: none¿¿¿ o tfs ID: 89227¿¿¿ o ID: libivd-ra-247 3.1.25¿¿¿ o reg status: ivd; ruo¿¿¿ o hazard: instrument temporarily inoperable. Source: sit fmea¿¿¿ o cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate.¿¿¿ o harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance.¿¿¿ o risk control: proper service loops for¿peeksil¿tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of¿peeksil¿tube and recommended replacement schedule. Reliability sit protocol¿¿¿ o reg link (tfs ID): n/a¿¿¿ o implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p¿¿¿ o effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f¿¿¿ o probability: 2¿¿¿ o severity: 2¿¿¿ o risk index: 4¿¿¿ o residual risk evaluation: a¿¿¿ o new hazards: none¿¿¿ mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the sample carryover was due to a worn sample line, sit, and p1 pump. Conclusion: based on the investigation results the root cause of the sample carryover was due to a worn sample line, sit, and p1 pump. The fse measured the welded blood and confirmed that there was carryover from the sit. The fse replaced the sample line, sit, and p1 pumps and conducted cst and abort count tests on the instrument. After the repair and tests the instrument was confirmed to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to the patient health or safety. See h10.

Event description:
It was reported that while using facslyric 3l10c instrument carryover occurred. The following information was provided by the initial reporter: carryover was allowed even after cleaning today. It is hard to see in the photo because it is hemolyzed, but it is clearly red to the naked eye. Since our hospital conducts mrd search, even slight contamination is not allowed.

Manufacturer narrative:
Initial reporter zip: (B)(6). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using facslyric 3l10c instrument carryover occurred. The following information was provided by the initial reporter: carryover was allowed even after cleaning today. It is hard to see in the photo because it is hemolyzed, but it is clearly red to the naked eye. Since our hospital conducts mrd search, even slight contamination is not allowed.